Manufacturer narrative:
Correction: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air/water cylinder and air/water channel, but the foreign matter could not be identified. It is likely that the leak caused by a crack in the scope connector prevented proper reprocessing and removal of foreign matter. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to whitish foreign material coming out of the air/water tube and cylinder, the additional evaluation findings are as follows: there were scratches on the grip and the objective lens; the air/water cylinder and the suction cylinder had no color; water tightness was lost due to a crack on the suction connector; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; the light guide lens was cracked; the adhesive on the bending section cover was detached; the universal cord's coating was peeling; and due to water leakage, there was corrosion on the electrical connector, the charged coupled device flexible printed circuit, the electronic export information device on the flexible printed circuit, the ID cover, and the scope ID.

Event description:
A user facility returned the olympus asset, evis exera ii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found inside the air/water tube and air/water cylinder due to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no patient involvement.